Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger came out upon advancing the first prostyle device¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: there was no actual foot break with the second device, the foot had just failed to close. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with a reported issue referenced in is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar). Reportedly, upon advancing the first prostyle device into the anatomy, the plunger came out [unintended system motion]. The second prostyle device was inserted; however, the foot failed to return to its original position after the needles were deployed at the 10 o'clock spot. The prostyle device was removed by force against resistance with the foot partially open. No tissue damage was noted. After removal of the device, it was noted that the anterior foot was popped out [broken] but still attached. The foot was ultimately successfully closed outside of the anatomy. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.